Event description:
A 26mm x 15mm diameter x 16.5cm length aneurx bifurcated stent graft and its components were implanted for the endovascular treatment of a level ii (moderate level of complexity) abdominal aortic aneurysm in 2001. It is reported that the non-aneurysmal aortic neck length was 24mm and the length from the non-aneurysmal aortic neck to the distal non-aneurysmal iliac neck was 150mm. The iliac vessel morphology is unknown. The pt has a history of hypertension and peripheral vascular disease. It is reported that the stent graft was pulled down with initial deployment resulting in a type I endoleak, requiring manipulation with a balloon to move the stent graft down and allow for the placement of an aortic cuff extender. A successful outcome (exclusion of aneurysm) was achieved. It is reported that this procedure is the implanting physician's first bifurcated stent graft insertion procedure. The pt is reported to be doing fine and there were no additional adverse clinical sequelae related to this event.